Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the available information the cause of the reported slda appears to be due to pre-existing patient anatomy. The cause of the reported image resolution poor appears to be due to procedural conditions. The reported slda appears to be a cascading effect of the reported slda. The reported patient effect of mr, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional mitraclip device referenced in b5 is filed under separate medwatch report number.

Event description:
This is filed to report single leaflet device attachment (slda) and recurrent mitral regurgitation. It was reported that on (B)(6) 2023, a combined mitraclip procedure was performed to treat mitral regurgitation (mr) and tricuspid regurgitation (tr). The patient presented with an enlarged atrium and thick leaflets. One mitraclip was implanted on the mitral valve, reducing mr from grade 4 to grade 1+. It was noted that imaging was challenging. The steerable guide catheter (sgc) was then retracted to the right atrium to treat tricuspid regurgitation. Imaging was challenging throughout the procedure, as well as challenging grasping due to enlarged atrium. Leaflet insertion was confirmed to the best of the physician¿s knowledge. Tr was reduced from severe to moderate. On (B)(6) 2023, single leaflet device attachment (slda) was observed on both implanted clips. The clip detached from the posterior leaflet on the mitral valve, causing the mr to increase to grade 4. In the physician¿s opinion, the slda was due to pre-existing patient anatomy. The second clip on the tricuspid valve detached from the septal leaflet, causing tr to increase to grade 4 (severe). It is thought that the physician grasped more chordae than the leaflet, which might have caused the slda. The patient is stable, and there are no plans for intervention at this time. No additional information was provided.